Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found the swing shaft was loose, had strong vibration and was noisy when running. It was noted bearings were worn out (rough rotation) and there was no visible loctite on swing shaft (loctite degradation). The assignable root cause was determined to be due to component wear from use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the saw head on the sagittal saw attachment device was loose. During in-house engineering evaluation it was found that the device had a loose swing shaft and strong vibration and was noisy while running. It was further determined that the bearings were worn out and there was no visible loctite on swing shaft. It was not reported if there were any delays in the surgical procedure. A spare device was available for use. It was reported there was no patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.